Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) battery bar was gray as the battery voltage was too low to implant. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.